Event description:
I started having lots of pelvic pain in (B)(6) and joint pain in my knees. Since then I've experienced more and more symptoms such as: fatigue, nausea, memory loss (confusion), weight gain, blurred vision, bleeding for 56 days plus, stomach pain, metal taste in my mouth, headaches, bloating, pain with intercourse, shooting vaginal pains, dizziness. (B)(4).